Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up, an unknown error message was noted on the programmer that an impedance test was unable to be performed. It was stated that the programmer was loading many episodes and they had to wait for the episodes to load before the impedance measurement could be taken. The programmer was rebooted and re - interrogated. Another programmer was tried to resolve the issue. It was suspected that it was an issue with the device not having loaded all of its episodes. The patient was stable.